Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: the keypad was found to be peeling and lifting along the edge from the ok button to the up arrow button, exposing the button contacts. During testing, all of the keypad buttons were found to be intermittently unresponsive, sticking and hyper-responsive/scrolling in response to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The returned battery cap was able to fully tighten to the pump with no loss of power observed. There was no evidence of moisture damage in battery compartment. Also unrelated to the complaint, evaluation revealed that the text on the display screen was dim/faded and difficult to read. For evaluation, the faded display was replaced with a test display; the test screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging keypad tactile changes. The buttons on the keypad are worn and sticking. In addition, the pump switches from the bolus delivery screen to the home screen without the corresponding button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.